Manufacturer narrative:
Analysis results: the root cause of the customer's complaint could not be determined.

Manufacturer narrative:
Consumer experienced a part of their tooth breaking off. Date of event is approximate. The serial number of the brush head was not provided. Complaint received from (B)(6). Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that the replacement toothbrush was less flexible than the original brush head that came with the toothbrush; it vibrated more than usual and hit their teeth causing a cracked tooth.